Event description:
It was reported that they were getting an error, which caused the patient to be re-exposed. This error hasn't repeated on any other patients or images. Unable to reproduce at this time, the system is working as intended.